Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Review of the provided image is consistent with the reported issue; a broken luer is observed. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal seal accessory broke off into the insufflation. The procedure was completed with no reported patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: during the procedure, a piece of the sealing cap broke off twice, causing a rapid loss of insufflation. In both instances, the broken piece remained inside the insufflation tubing and did not enter the patient, with no missing fragments reported. The first occurrence was immediately noticed upon attaching the tubing, and the second was identified during the procedure by the whooshing sound. Both issues were resolved by replacing the sealing cap or switching the tubing to another port, resulting in minimal procedural delay (less than 3 minutes). A photo of the piece from the first incident was available, but no materials remain from the second incident.